Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. During an interventional procedure, the user reported that no x-ray was available. The user attempted a system restart, however, x-ray wqs still unavailable. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error of the intermediate circuit in plane a. The service engineer (cse) checked the system. A review of the log files showed errors pointing to a generator problem. During troubleshooting the cse found that the loading resistors r187 and r188 of the d510 board were damaged. This led to a system failure, where x-ray imaging got unavailable. The replaced parts were not returned for investigation. An analysis of the system log files showed a hardware error of the intermediate circuit in plane a. As consequence the generator detects the failure in the intermediate circuit and prevented further x-ray release to avoid further damages on the system. Therefore, the error message was displayed and further release of x-ray was not possible. The cse replaced the k1 contactor and the board d510. The affected system was installed in 2006. The reported failure happened after 12 years of clinical usage which is considered to be far off the normal timeframe of wear and tear. The manufacturer is not considering further actions based on this nonsystematic event.